Manufacturer narrative:
The customer¿s reported complaint of several broken bezels was confirmed on 21 bezel assemblies during the inspection of the returned components. Additional damage was noted with various returned components consisting of broken and or separated bezel bosses. All inspected bezel assemblies contained the date code of 01 nov 2011. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that during a biomed assessment of the fleet, cracked bezels were observed with some devices and replaced in the hospital biomed lab. No patient involvement was reported.